Manufacturer narrative:
In 2016, on-x technologies incorporated (on-x) became a wholly owned subsidiary of cryolife, inc. (Cryolife). A retrospective review of the on-x complaint system was performed to identify any areas requiring additional action and to appropriately assimilate the on-x process into the cryolife quality management system. In an abundance of caution, this MDR is being reported to satisfy regulatory reporting obligations. Pvl is a known, but relatively rare, complication of prosthetic valve implantation. In a 10-year experience at a single center, 428 on-x implants (264 aortic and 164 mitral) resulted in two cases of pvl, both considered minor and requiring no intervention [tossios 2007]. In a european multicenter study, out of 691 patients followed for a median of 5.5 years and up to 12.6 years, there were 4 observed late incidents of pvl in the aortic position, 12 in the mitral, and 4 double valve cases [chambers 2013]. In a USA multicenter study with 142 aortic and 142 mitral cases followed for a mean of 4.5 years, only one case of late pvl (in the aortic position) was observed and it was repaired on re-operation [mcnicholas 2006]. Pvl can result from three primary conditions: necrosed annular tissue, most commonly due to endocarditis, dehiscence of the sewing cuff (that is, the stitching was compromised), or improperly seated at surgery. Without examination of this particular valve or the echocardiography, there is a degree of speculation required to ascertain the origin of this particular pvl and resultant ai. The on-x 614 heart valve design fmea 940816 01 rev s thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product's labeling and instruction for use (IFU). Pvl is a known complication of prosthetic valve implantation. Without return of the valve, a specific risk cannot be identified. However, pvl is a monitored event and is assessed in the bi-annual risk assessment for the on-x heart valve.

Event description:
The patient received the on-x aortic heart valve with anatomic sewing ring and extender holder - 19mm in (B)(6) 2016 due to severe ai (asymptomatic). She returned for hip replacement work when a new murmur and an x-ray showed some pneumoperitoneum. Echo showed sever ai (valve dehiscence) and likely a ventricular septal defect (v. Sinus of valsalva aneurysm with rupture into the rv) with ef 55%, depressed lv function, depressed rv function. There was no evidence of infection. A secondary sternotomy, removal of the previously placed on-x aortic valve, repair (patch) subaortic ventricular septal defect, and repair (patch) aortic pseudoaneurysm at the level of the aorticomitral confluence was performed. An on-x aortic heart valve with anatomic sewing ring - 21mm was implanted.